Manufacturer narrative:
Isi received the units involved with the complaint and completed the device evaluation. Failure analysis was unable to reproduce the reported issue. The unit was installed onto a test system and came up with no errors and good video on both eyes in the high resolution stero viewer. The system ran 10 power cycles with no errors and no video issues. Error 281 indicated the processor timed out during its startup sequence. A review of the error logs found many instances of the error that stopped when the part was replaced. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure; the customer experienced a repeated non-recoverable fault displaying error codes 281 and 307. A technical support engineer (tse) reviewed the log files and noted the errors were pointing to the personality module surgeon console (pmsc) board. A technical field specialist (tfs) was dispatched to the facility and reseated the pmsc board but the issue persisted. The surgeon made the decision to convert the procedure to traditional laparoscopic techniques. No patient harm, adverse outcome or injury was reported. After the procedure, the tfs was able to reproduce the reported failure. The pmsc was replaced to resolve the issue. The pmsc processes audio and video from the surgeon console.